Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump made a weird noise when she rewound. The customer stated that the reservoir will not lock into place. The customer felt weird and noticed that the reservoir stuck out. The customer was able to rewind but the reservoir twisted. The customer will be sent a replacement pump.